Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that a 29mm mitral bioprosthetic heart valve was explanted after an unknown implant duration due to severe prosthetic mitral valve stenosis. A 29mm pericardial bioprosthesis was used in replacement and saline testing showed no evidence of any periprosthetic valvular leak. A tricuspid valve repair took place before hemostasis was obtained. Tee revealed a normally functioning mitral bioprosthetic valve. The patient tolerated the procedure well and was transferred to the ICU in good condition.

Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, heavy host tissue encroached onto the tissue and into the orifice on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Host tissue fused two (2) leaflets near their commissure on the outflow aspect. Two (2) leaflets exhibited tears near their commissures; calcification was evident near both tears. The x-ray demonstrated heavy calcification on all three (3) leaflets. The wireform was exposed on a commissure and on the inflow aspect of the valve. Returned with the valve was a fragment of host tissue; calcification was evident on the fragment. A hematoma was observed on the cusp region of a leaflet. Also returned with the valve was an unknown black gelatinous-like material. Additional manufacturer narrative: the clinical report of stenosis was confirmed as host tissue and calcification restricted leaflet mobility and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve but abnormal or severe pannus growth can eventually affect the function of the valve. Additionally, many factors can contribute to calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on calcification and pannus in bioprosthetic heart valves, the causes are these mechanisms are still not fully understood and the root cause for the host tissue growth and calcification cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.